Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supplies change and reconnection, the user experienced persistent hyperglycemia with cgm readings indicating very high glucose, leading to vomiting and the user temporarily discontinued the ilet and administered subcutaneous insulin injections; the event involved troubleshooting for possible infusion or dosing issues and education on correct meal announcements. Symptoms included nausea with vomiting and markedly elevated blood glucose. Outcomes included interruption of device use and need for manual insulin therapy. Investigation included technical support review, user interview, and coordination with clinical support to assess use patterns and to guide corrective actions. Investigation of this case revealed no evidence of leakage or site kinking and identified suboptimal use behaviors, including unannounced meals and over- or multiple meal announcements, which could lead to inadequate insulin delivery. It was concluded that the event was related to user handling and use errors rather than a device malfunction, and education on proper meal announcement and reconnection procedures was provided.